Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has not been returned for evaluation. Visual inspection and functional evaluation could not be performed. We have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. If the device is returned in the future this complaint will be re-assessed. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances. These instances are being monitored to determine if additional actions are required. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. This investigation is now complete with no further action deemed necessary. However, we will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device continuously displayed a full canister alarm even when it was empty. After changing the canister the alarm was not solved. The vacuum is performed on the wound, but the alarm is always maintained. Another canister solved the issue. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.